Event description:
It was reported that the attachment would "not hold the drill bit." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. The reporter was unable to determine the precise date of this event. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device. A functional test was performed and it was observed that the device failed the cutter insertion acceptance test. Evidence indicated this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.